Manufacturer narrative:
The reported issue was not duplicated in the repeated attempts by the facility's radiology engineer. No further problems were experienced after an hour of repeat testing by said personnel. Neurologica sent the respective field service engineer to investigate the situation at the facility and he was not successful in duplicating the problem after multiple attempts. The system and sds were physically exerted during these attempts in an effort to help duplicate the incident, but the failure did not recur. This effort was witnessed by the facility staff as well. Clinical training was successfully performed to all noted staff involved with this incident. The reported problem could not be duplicated, and will therefore be monitored.

Event description:
CT technologist injured her back while driving the scanner and its scanner drive system (sds, s/n (B)(4)) up an incline (approximately 5 degrees). The sds decompressed and its drive wheels retracted. As a result the accompanying scanner ans said sds began freely rolling down the incline, the CT tech went chasing after it, and (as mentioned) hurt herself (back injury) when she stopped the system from rolling down the incline.